Manufacturer narrative:
Film evaluation summary: the exact cause of the proximal type I endoleak could not be determined from the limited films provided. CT¿s prior to and post-implant were not available therefore a complete assessment of the patient¿s anatomy could not be performed, and additional films during implant were not available. Several still angiograms during the implant were returned; the infrarenal neck appeared severely angulated ~90 deg in the a-p axis relative to the distal aorta. An endurant aui was seen having been implanted just below the renal arteries, and a proximal type I endoleak was observed. After implanting 15 ¿ 20 endoanchors primarily along the proximal right/anterior aortic wall at the aui outer curvature, the type ia endoleak was again observed. At the intervention the proximal type I endoleak appeared to have resolved following placement of an aortic cuff which was implanted ~30mm above the aui, covering the bilaterally stented and chimney¿d renal arteries. It appears likely that the severely angulated proximal neck, in conjunction with the reported focal calcification on the right anterior aortic wall, all contributed to the endoleak. The cause of death could not be determined, but was assessed by the physician as due to other co-morbidities. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii aui stent graft system was implanted in a patient for the endovascular treatment of a 73mm diameter abdominal aortic aneurysm. The proximal landing zone was18mm in length and a diameter of 27mm with focal calcification on the right anterior aortic wall that was approximately 4mm distal to the lowest renal artery. The right proximal common iliac was chronically occlusive. The left common iliac diameter ranged from 12-14mm with moderate calcification. Access was heavily calcified. The endurant aui was implanted at the level of the lowest renal artery. It was reported that post implant angiogram revealed a type 1a endoleak. Additional post implant dilatation was performed with a reliant balloon which did not resolve the endoleak. The physician requested aptus endoanchors and successfully implanted 8 endoanchors circumferential but primarily focused on the patients right anterior wall; however, the endoleak was not resolved. An additional 12 endoanchors were successfully implanted; however, the type 1 endoleak was still persistent. Due to a reduction of the endoleak from the initial post implant arteriogram, the physician decided to end the primary procedure and monitor the situation with a follow up CT scan. The patient received re-intervention two days post index procedure for the persistent type 1a endoleak. The endoleak was resolved with the addition of a proximal aortic cuff in conjunction with parallel covered stent bypass. The patient expired after the secondary procedure. The physician stated that the cause of death was not device related or related to the aneurysm and stated the patient's heath status at the time of procedure was the cause of death due to other co-morbidities. Per the physician the endoleak was anatomy related (neck angle with focal calcification). No additional clinical sequelae were reported.